Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to atrial driven rhythm. The episode also shows anti-tachycardia pacing (atp) delivered that was unsuccessful and then an electric shock terminates the arrhythmia. It was mentioned that this has happened before for this patient and review was requested to technical services (ts). Ts discussed that the arrhythmia was initially detected in the vt-1 zone, it then accelerated into the ventricular tachycardia (vt) zone and the device delivered therapy. There were other episodes recorded in (B)(6) 2024 that may also be atrial driven. Programming recommendations were provided. The crt-d remains in service. No additional adverse patient effects were reported.